Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR number 8030665-2013-00296, 8030665-2013-00297, 8030665-2013-00298.

Event description:
A peritoneal dialysis patient has reported that he noticed dialysis solution on the cassette after treatment. Upon follow up with patient, he stated that there were three additional leaks on each of the three days prior to (B)(6) 2013. Patient was administered prophylactic antibiotics and had no adverse effects. Samples are available.